Event description:
Valve thrombosis of the on-x mitral valve prosthesis, an expected adverse event for a mechanical heart valve, and is valve-related per definitions in the aats/sts guidelines. Therefore, it is being reported. Comments from surgeon's operative notes: "stuck mitral prosthesis due to poor anticoagulation. Inr 1.4 left atrium full of thrombus again, some of which covered the mitral valve prosthesis. Thrombus removed, weighing 200gms." On-x valve replaced with tissue valve. Pt recovered from the surgery.

Manufacturer narrative:
The surgeon confirmed that the material on the valve was thrombus. The valve was also examined by independent surgeon dr. Mervyn williams and he took photos of the valve. He also confirmed the material on the valve was thrombus. Once he removed the thrombus, he found that the leaflets moved in the expected manner. With this reported analysis, on-x did not request the valve to be returned. A follow-up report to this MDR is not needed.